Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for write to locked ram, addr=1b03, data=0, on (B)(6) 2011 11:12:54. 1 - patient alert for por on (B)(6) 2011 10:12:54.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power on reset occured likely do the patients exposure to radiation therapy for treatment of lung cancer. It was also reported that the patient felt sick, fatigued, had shortness of breath, and discomfort in their chest.